Event description:
The patient received her scs system, including a receiver and surgical lead, on (B)(6) 2006. It was reported that the receiver no longer functioned, and the patient had not used the system in over a year. The physician explanted the receiver on (B)(6) 2011. It was reported that the patient elected to leave the surgical lead implanted since intraoperative testing showed no anomalies, and she may decide to have an ipg implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
Evaluation, method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.